Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant human chorionic gonadotropin (lhcg) result. Quality control (qc) was within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found that the reagent probe (r2) was misaligned. The cse replaced and aligned r2 probe. The cse performed transducer maintenance. A siemens headquarter support center (hsc) specialist reviewed the information provided and concluded that the problem was caused by r2 foaming due to misalignment of r2 probe. The cause of the outlier was consistent with r2 foaming. As per the dimension exl with lm operators guide, when an "abnormal assay" error is obtain, the customer is instructed: "this result cannot be reported. Rerun the sample." When results was flagged with "abnormal assay". The cause of the discordant lhcg being reported out is due to user error. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (lhcg) result, flagged with "abnormal assay" error, was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was erroneously reported to the physician(s). The patient was re-drawn and tested on the same instrument, resulting higher . It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant lhcg result.